Event description:
Note: this report pertains to the ninth of ten devices reported to malfunction during the same procedure. The following MFR report numbers are associated with this event: 3005099803-2009-00985, 3005099803-2009-00986, 3005099803-2009-00987, 3005099803-2009-00988, 3005099803-2009-00989, 3005099803-2009-01012, 3005099803-2009-01013, 3005099803-2009-01014, 3005099803-2009-01015. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure in 2009. According to the complainant, during the procedure, ten resolution clip devices failed to advance out of the sheath. The procedure was completed using a cautery with a boston scientific device (device not identified). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.